Event description:
Procedure: gastrectomy. According to the reporter: at the middle of the 1st firing a cracking sound was heard, and stapler jaws would not open anymore. Removed the device by cutting pt side of the tissue, but there was no bleeding. Used another device, and the procedure was completed. The reporter also notes that the single-use stapler handle used with the staple cartridge was re-sterilized.

Manufacturer narrative:
Date initial report sent: 08/02/2007.